Manufacturer narrative:
Investigation summary: 8 samples were received. They came in a plastic bag. Visual inspection was performed using a 10x magnifier lens. No damages to barrels were observed. Only one plunger rod has one of the ribs with a damage, the rest have no damages. 2 photos were provided. The photos show the samples that were received. After the molding process the barrel goes for printing the scale then silicone is applied; after that the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damage to the plunger rod rib. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 9316374 for this type of defect or symptom.

Event description:
It was reported that prior to use the syringes were discovered to be damaged with a bd 20ml slip tip syringe. This occurred with 8 syringes. The following information was provided by the initial reporter: it was reported syringes were received damaged.